Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Printed circuit boards in the x-ray control panel node were reseated and connectors to the table generator were also reseated. The system was tested and found to be working as intended and put back into service.